Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and deep brain stimulation (dbs) therapy indications. It was reported that the patient's therapy turns off and needed to use the patient programmer to turn it back on. The patient moved into an assisted living home recently. It was reviewed with the caller that if the ins depletes, it will turn off. It was mentioned that the patient was using the antenna locate (al) feature and patient services reviewed that the on/off buttons on the side of the implantable neurostimulator recharger (insr) are activated and could be turning off the ins by mistake. No symptoms were reported. No further complications were reported/anticipated.